Event description:
The patient was in the outpatient urology office for a routine stent removal and a stent fragment was retained. A few weeks later in the ambulatory surgical unit, during the ureteral stent removal for the retained right ureteral stent fragment, the stent fractured again (two ureteral stent fragments). CT of abdomen and pelvis performed. Despite having excellent kidney function, the patient had a piece of a retained ureteral stent. The patient was admitted as a inpatient. The retained ureteral stent fragment was retrieved. The procedure was uncomplicated and no additional retained stent fragments remain.